Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while cutting down into the fat of the patient, a small flame appeared at the tip of the device. It was doused with water to put it out. A new pencil was opened with the same generator in use and the case continued without incident. There was no patient injury.